Event description:
To summarize this event, difficulties were experienced positioning the amplatzer duct occluder in the patient. Two to three retrievals were attempted; however the device would not retract into the 6f amplatzer torqvue delivery sheath. A 10f cook sheath was then successfully utilized to retrieve the device, and a pfm coil was used to occlude the defect.

Manufacturer narrative:
The amplatzer® duct occluder, amplatzer® torqvue¿ delivery system (sheath and cable) and two non-aga catheters were received at aga medical and decontaminated. The device was examined, measured, and confirmed to meet dimensional specifications. The delivery system components and catheters were examined, and the following defects were observed: the hubs were missing from all three catheters, and the proximal and distal portion of the sheath were accordioned. Further examination revealed the light blue distal tip of the sheath was inverted, the inner liner had been pulled away from the wall, and a hole was present in this same area. Due to the damage, testing was not possible with the returned 6f amplatzer® torqvue¿ delivery system. Using a test 6f amplatzer® torqvue¿ delivery system loader and sheath, the returned device loaded, advanced through the loader into the sheath, deployed and retracted properly without encountering any difficulties. Review of the manufacturing records confirmed that certified operators found this device and delivery system lot to be acceptable during manufacturing and prior to shipment.our investigation was not able to determine the cause of the failure described in the field, however, the damage to the sheath is consistent with difficulties retracting the device into the sheath. We are continuing to investigate into this failure, and we have forwarded this information onto our research and development team for additional review. Additionally, we have also logged this event in our complaint handling system, and will continue to monitor overall product performance to identify any patterns in field events.